Event description:
Pt recieved breast implants on 2/8/80. Description of allegations: pain, lump, broken prosthesis in 9/95. Pt had removal and replacement on 12/7/95 with saline devices of another MFR. Investigative findings: physician stated breast implants were removed from this pt in 12/7/95. Right prosthesis was ruptured completely. Left probably ruptured prior to surgery but very hard, fully ruptured on removal.